Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: a review of the pump black box data revealed unexplained pump reboots occurred. During a visual inspection of the pump, the battery compartment was found to be cracked on the side from the threads to the cover. The returned battery cap had stripped threads and was unable to maintain electrical connection, duplicating the power issue. A test battery cap was used to complete testing. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a power issue was duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery